Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc), but omsc could not evaluate the subject device in details since the device was used for a patient with an infection. The subject device was visually inspected. There was scratch on the probe and the coating for electric insulation of the probe was partially missing around the scratch. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe was damaged when the user activated output while contacting with metal or something hard object such as metal clips, stapler, or other instruments. The above device handling has been warned in the instruction manual as follows; do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a laparoscopic partial hepatectomy, the subject device was used. In the procedure, the tip of the subject device was being cleaned inside a metallic cup filled with saline. When cleaning the subject device while activating output, the subject device contacted with the metallic cup and probe damage error occurred. The intended procedure was completed with another device. There was no patient injury reported. On november 13, 2019, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the probe was partially missing. This is the report regarding the missing of the probe coating.